Event description:
In 2008, caller alleges readings between 2 meters very different. In 2008, inratio inr=3.1 (obtained by one of their vns) vs hosp ER = 5.7 (2 hrs later; no patient intervention was done) per nurse supv.

Manufacturer narrative:
Discrepant results (accuracy) comparison if inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 3.1, hospital: 5.7, mean: 4.4, confident limits: 2.5-6.5. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab value are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No functional testing required. As of jan 15, 2009, the meter is not expected to be returned. No further investigation required at this time.